Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead suffered from twiddler's syndrome. At the device replacement procedure, this right ventricular lead was found to be wrapped around in the pocket with the proximal coil up near the clavicle. The lead impedance measurement was >3000 ohms when first connected to the replacement device. After removing the lead from the header and reconnecting it, the impedance and threshold measurements were normal. However, the following day, the impedance measurement was 2500 ohms and the threshold was high. A guidant technical services (ts) consultant discussed a possible lead conductor fracture with an intermittent connection. Ts recommended replacing the lead due to the potential for damage caused by twiddler's syndrome.